Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.

Event description:
Info received indicates the bed hi-low and head hydraulic functions wouldn't work. No hydraulic functions were working.